Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 70 mg/dl. The customer reported that the insulin pump had been on her side with the screen facing the body during a workout. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.